Event description:
The physician performed thrombectomy of vascular graft made of ptfe. During the procedure, the tip of the catheter (the balloon area) was detached when the surgeon pulled the catheter out of the pt. The tip of the catheter was subsequently removed from the pt using another catheter. The pt has recovered without further incident.

Manufacturer narrative:
We have not received the device for eval and were not able to verify the failure mode. Therefore, we are inconclusive regarding the root cause(s) of the failure. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during the mfg and packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that the pt is okay.